Event description:
The device was returned for service. During service, channel b underlivered. The hospital rep. Stated they have no record of any patient incident involving the pump since the last baxter service event and no patient injury had been reported.